Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-11, additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). The information reported the physician believed the cause of the patient's loss of pain relief was due to the pain medication no longer working. The loss of pain relief first occurred in (B)(6) 2018.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (b)(46 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via a manufacturer representative (rep), receiving prialt (1.2 mcg/day, 25 mcg/ml) via an implantable pump for spinal pain. Information was received in a report titled, "catheter revision" stating the patient was no longer feeling pain relief from the prialt. The physician opened the pump pocket and was able to aspirate. The physician then performed a dye study. It was determined there was nothing wrong with the catheter. The catheter remained implanted and in service. The issue was resolved at the time of this report. The patient's status was alive - no injury.